Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however, the patient was reported to be over 18. Investigation results of stent kinked. A visual evaluation found that the guide catheter was kinked. The stent was kinked. The stent was rotated and the suture was twisted. The suture hole in the push catheter was partially torn. The push catheter was bent. A functional evaluation found stent was difficult to deploy. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause stent to rotate. As the stent rotated, the suture was twisted, resulting in tear at the suture hole. The push catheter was likely bent while attempting to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in an tube stent deployment procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the device was introduced into the patient. It was noted that the proximal barb on the stent appeared to be tangled in the suture. The physician attempted to deploy the stent, but could not do so because the stent barb became caught in the suture. The procedure was completed with another flexima¿ biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent kinked.